Manufacturer narrative:
H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: the device was evaluated. Visual inspection was performed using the naked eye, which revealed that the bladder was ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition could not be determined. However, the most probable cause is manufacturing issue. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of small volume infusor ruptured during filling at the hospital. There was no patient involvement. No additional information is available.